Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 280 mg/dl a day and a half after the device was activated and the adhesive was wet. He stated that the cannula had dislodged from the infusion site.